Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed fractured solder on the force sensor pin. This report is made based on the results of an investigation completed on (B)(4).2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: fractured solder was found on force sensor pin. Pump was primed and was exercised for 24 hours on a 1 unit basal program with no "loss of prime" duplicated. Loss of prime warnings with force equals zero were verified in the black box on (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.